Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that the device prompted for login during session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.